Manufacturer narrative:
This was initially reported on the summary report dated 06/11/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced recurrent urinary tract infections, persistent urinary incontinence, stress and mixed incontinence, cystocele, emotional distress and a product problem. Furthermore, it was reported that the plaintiff died. The causes of death were reported as hemorrhagic cardiovascular accident, sepsis and pneumonia. Related to manufacturer report #; 3011770902-2016-00351, 3011770902-2016-00352.